Event description:
The customer reported the keys on the insulin pump were sticking intermittently. The customer's blood glucose at the time of reporting was 97 mg/dl, but his blood glucose was not known when the issue first occurred. The customer stated the insulin pump was dropped just before he began having issues with it. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive act and esc buttons due to flattened dome no crease. The device had minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.